Event description:
It was reported ton philips that there are issues with device that might need to schedule pm. No patient involvement reported.

Manufacturer narrative:
Updated codes and investigation summary: it was reported to philips that there are issues with device that might need to schedule pm. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted. Patient/user involvement was the device being used on a patient at the time of the event, including for the purposes of diagnosis?